Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm investigated the iabp's error logs and could not see any trace of error code 3. The stm noticed that the shuttle transducer offset was out of specification and drifting. To address the issue the stm replaced the transducer assembly. The stm performed full function and calibration checks. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that a cs300 intra-aortic balloon pump (iabp) had maintenance required # 3 (balloon transducer offset failure) reported to the facility's biomed from the clinical staff. The biomed went into the service manual and there's a pressure reading really low, it is believed that there's a bad transducer board. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.